Event description:
It was reported that the 9800 system left monitor went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was adjusted, the connectors were reseated, and the gib board was replaced during the service call. The system was tested and found to be working as intended and put back into service.